Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pusher assembly was fractured. If the pod coil is forcefully manipulated against resistance, damage such as a kink and subsequent fracture may occur. If the fractured pusher assembly segments are separated and the pull wire is retracted out of the distal detachment tip, the embolization coil will detach from the pusher assembly. The distal fractured portion of the pusher assembly was not returned for evaluation. The root cause of resistance during the procedure could not be determined. Further evaluation also revealed kinks in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod coils and a lantern delivery microcatheter (lantern). During the procedure, three pod coils were implanted successfully into the target location. After several attempts were made to manipulate the next pod coil to attain the desired shape, the physician encountered resistance and, consequently, the pod coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod coil was removed. The procedure was completed using one pod coil, seven ruby coils, and four pod packing coils (pod pcs) with the same lantern. There was no report of an adverse effect to the patient.